Event description:
Spiros cap would not attach to blue pressure cap on central line. Alternate cap was used, still unable to attach chemo after pharmacy re-made and put new tubing with spiros cap. Ultimately, piggy tail was attached to pressure cap, and spiros cap attached to pig tail.